Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The service history record review was completed and found the device was serviced for the same issue. The link screws were adjusted during the previous service event. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 alarms which were verified through a review of the event history log by the presence of system error 322. The cause was identified to be a failed input/output printed circuit board (I/o pcb) which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a sensor error 322 (link switch error low). There was no patient involvement. No additional information is available.